Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 400 (mg/dl). A bolus was delivered; however, elevated bg levels persisted. Reportedly, customer was unsure if they received enough insulin and stated that they were ill. It was recommended that customer contact tandem technical support when experiencing elevated bg levels so that troubleshooting can be performed. Customer acknowledged.